Event description:
It was reported from the intensive care nursery that the tubing was primed and ready for the alaris pump, it reads ¿air in line¿ and when the nurse went to trouble shoot, the tubing snapped into two pieces. There was no impact to patient.

Event description:
It was reported from the intensive care nursery that the tubing was primed and ready for the alaris pump, it reads ¿air in line¿, and when the nurse went to trouble shoot, the tubing snapped into two pieces. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction on initial report: d.4. Additional information provided: d.10. The customer¿s report that the tubing separated was confirmed. Visual inspection of the set noted separation at the engagement between the silicone pump segment tubing and the upper fitment. No gaps on the silicone segment separation or any anomalies were noted. The expected retainer ring for the lower fitment and silicone segment connection was still intact. Functional testing was deemed unnecessary due to the set's separation and obvious leaking that would occur. The silicone pump tubing was found to be within measurement specification(s). The root cause of the separation could not be determined.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care nursery that the tubing was primed and ready for the alaris pump, it reads ¿air in line¿ and when the nurse went to trouble shoot, the tubing snapped into two pieces. There was no impact to patient.